Event description:
The patient reported an infection at the neurostimulator site nine months after implant. One week after the neurostimulator was removed the wires were noted as infected also. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received. Refer to medwatch report # 2182207-2007-03274.